Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis showed that the system is working within expectations, and we do not show any concerns about the health of the sensor. Overall, bg values meet the sg trends well. The observed differences were attributable to the expected lag between bg and sg inherent to the sensing technology. The user acknowledged and agreed with this assessment. No device malfunction was identified, and no further investigation was required.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.